Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the rse reviewed the log file and confirmed that the injector switch had been active at startup, which was preventing the system boot up process. The user modified the hand switch cable, which resolved the issue. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that a button was active, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.